Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient came back to operating room (or) with signs of infection. Dr. (B)(6) performed an I and d and replaced the above with fresh ones.